Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was not confirmed; however, follow-up with the account noted shaft bends were inadvertently reported as shaft separations. The reported shaft bends/kinks were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The 2.75 x 33 mm rx xience xpedition stent mentioned is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, both xience xpedition sds were retuned with shaft bends; however, no shaft separations were noted. Follow-up information received from the account stated that the correct devices were returned and that the noted shaft bends were inadvertently reported as shaft separations. No additional information was provided.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous mid left anterior descending (lad) artery. The 2.75x38mm xience xpedition stent delivery system (sds) failed to cross the lesion due to the patient's anatomy, force was applied, and the proximal shaft separated. The separated shaft was removed without issue. The 2.75x33mm xience xpedition sds failed to cross the lesion due to the patient's anatomy, force was applied, and the proximal shaft separated. The separated shaft was removed without issue. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Two 2.75x32mm non-abbott sds were used to successfully complete the procedure. There was no additional information provided.